Manufacturer narrative:
Records indicate this lead remains in service. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds with loss of capture ((loc) at maximum outputs. A lead replacement was being considered. No adverse patient effects were reported.